Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding assistance with an alarm which occurred on the homechoice (hc) during use, during drain 1 of 4. The hp stated they do not have proper caps to disconnect from the hc. The tsr informed the hp that if they do not have proper supplies to aseptically disconnect from the hc then they would have to end therapy and start over with new supplies. The hp disconnected from the hc. The hp stated that they laid the patient line on the floor before they reconnected to the hc and they wiped the patient line off with clorox water. The tsr informed the hp it was not safe to use the supplies that they were using and that they needed to start over with all new supplies. The tsr assisted with ending therapy so they could start over. The tsr also informed the hp to contact their registered nurse (rn). Baxter product surveillance was contacted by the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that the patient has been having many problems with alarms. The pd rn stated that the patient is currently on hemodialysis due to this issue. The pd rn stated there has not been any negative outcome as a result of the patient reconnecting to the hc after incorrectly disconnecting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during use. The patient reported that they left the patient line on the floor and then used clorox water to clean the patient line. The problem is confirmed for use error; however, the assignable cause could not be determined, since we are unaware of why the patient decided to connect the patient line that was on the floor in between therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.